Manufacturer narrative:
A thorough investigation was performed which included an engineering evaluation of the swivel mechanism bushing moving out of position. The displaced bushing prevented the control panel from locking properly. The philips field service engineer replaced the control panel articulation arm to resolve the issue. The replaced part was inadvertently discarded prior to evaluation. As the system has been returned to service with no part return anticipated, no further failure analysis can be performed. However, inclusion of applying loctite to the swivel mechanism bushing during assembly has been implemented to reduce the probability of future recurrence.

Event description:
The customer reported the swivel mechanism of their epiq ultrasound system¿s control panel would not lock into position. It is unknown if the issue occurred while in motion or in a stationary position. There was no injury to user or patient and the ultrasound system has been returned to service with no additional issues reported.